Manufacturer narrative:
Additional information received per the medical records indicate that the patient has a history of recent back surgery, shortness of breath, tachycardia, saddle embolus in pulmonary artery and bilateral deep vein thrombi. The filter was deployed at the l1-l2 level. There were no complications during the index procedure. According to the patient profile form (ppf) the patient experienced mental anguish, fear, cramps, swelling and collapsed veins. The form also states that the device was unable to be removed; however, there have been no attempts to retrieve the device. Additional information is pending and will be submitted within 30 days of receipt.

Manufacturer narrative:
After further review of additional information received, the following sections have been updated accordingly. It was reported that a patient underwent placement of an optease vena cava filter. The information provided indicated that the filter subsequently malfunctioned and caused injury and damages to the patient including, but not limited to, blood clots, clotting, occlusion of the inferior vena cava filter, recurrent deep vein thrombosis and pulmonary embolisms. The patient is also reported to have experienced mental anguish, fear, cramps, swelling and collapsed veins. The information also indicated that the device was unable to be removed; however, there have been no documented attempts to retrieve the device. The indication for the filter implant was saddle pulmonary embolus (pe) and bilateral deep vein thrombosis (dvt). The patient had recent back surgery and was admitted with shortness of breath and tachycardia and was found to have pe and bilateral dvts. An ivc filter was recommended in view of the extensive dvt and critical nature of the illness. The filter was placed via the right common femoral vein deployed between the level of l1 and l2. The procedure was terminated uneventfully with no reported complications. The patient¿s medical history has not been provided and there is currently no additional information available for review. The product was not returned for analysis and the sterile lot number has not been provided; therefore, no device analysis nor device history record review could be performed. The optease vena cava filter is indicated for use in the prevention of recurrent pulmonary embolism (pe) via percutaneous placement in the vena cava for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pulmonary embolism where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pulmonary embolism where anticoagulant therapy has failed, or is contraindicated. The optease vena cava filter is indicated in the us for retrieval up to 14 days post implantation. Following this period of time, and as early as 12 days, there is potential for endothelialization (growth of endothelial cells within the inner wall of the vessel) around the filter struts. Usage of the product other than that indicated in the product's IFU may involve additional risks not described in the labeling. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. Recurrent pulmonary embolism is a known potential complication of filter implantation and is listed in the instructions for use (IFU) as such. Without the procedural films or post-placement imaging and the limited information provided, the report of blood clots, clotting and occlusion of the inferior vena cava (ivc) filter could not be confirmed or clarified, nor a conclusion about the reported events be drawn. Blood clots, thrombosis in the filter and occlusion of the ivc do not represent a device malfunction, rather clinical factors that may have influenced the events include patient, pharmacological and lesion characteristics. Anxiety, cramps, swelling, and vein collapse do not represent a device malfunction and may be related to underlying patient specific issues. With the limited information provided it is not possible to draw a clinical conclusion between the reported events and the filter, additionally, given the limited information currently available for review, there is nothing to suggest that the reported events are related to the design and manufacturing process of the device; therefore, no corrective action will be taken. Should additional information become available, the file will be updated accordingly.

Manufacturer narrative:
Implant date on or about (B)(6) 2011. Gtin # not available as product code is unknown. As reported by the legal brief, the patient underwent placement of defendants' optease vena cava filter on or about (B)(6) 2011. The filter subsequently malfunctioned and caused injury and damages to the patient including, but not limited to, blood clots, clotting and occlusion of the ivc filter, and recurrent dvt and pulmonary embolisms. As a direct and proximate result of these malfunctions, the patient suffered life-threatening injuries and damages and required extensive medical care and treatment. As a further proximate result, the patient has suffered and will continue to suffer significant medical expenses, and pain and suffering and other damages. The product was not returned for analysis. Additionally, as the sterile lot number was not available, device history record review could not be performed. The optease filter is indicated for use in the prevention of recurrent pulmonary embolism (pe) via percutaneous placement in the vena cava for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pulmonary embolism where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pulmonary embolism where anticoagulant therapy has failed, or is contraindicated.  The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. Dvt, blood clots and occlusion within the filter does not represent a device malfunction. Clinical factors that may have influenced the event include patient, pharmacological and lesion characteristics. Blood clots that develop in the veins of the leg or pelvis, may be related to a condition called deep vein thrombosis (dvt). The instructions for use (IFU) note vessel injuries and recurrent pulmonary embolism as possible long-term complications associated with filter implantation. Given the limited information available for review at this time, there is nothing to suggest that the reported event is related to the design and manufacturing process of the device; therefore no corrective action will be taken. Should additional information become available, the file will be updated accordingly.

Event description:
As reported by the legal brief, the patient underwent placement of defendants' optease vena cava filter on or about (B)(6) 2011. The filter subsequently malfunctioned and caused injury and damages to the patient including, but not limited to, blood clots, clotting and occlusion of the ivc filter, and recurrent dvt and pulmonary embolisms. As a direct and proximate result of these malfunctions, the patient suffered life-threatening injuries and damages and required extensive medical care and treatment. As a further proximate result, the patient has suffered and will continue to suffer significant medical expenses, and pain and suffering and other damages.

Manufacturer narrative:
The following sections have been updated accordingly: date of event and date received by manufacturer.